Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation + premature ventricular contraction (pvcs) ablation with a qdot micro and the patient experienced a cardiac perforation that required surgical intervention. Tamponade occurred following "esv" ablation with a qdot micro catheter. The tamponade occurred in the ventricles several hours after ablation. Cardiac surgery was done to "plug the hole". Additional information was received. One transseptal puncture site was performed during the procedure. There was no evidence of steam pop. The adverse event occurred several hours after the procedure. Patient required extended hospitalization, as the patient underwent cardiac surgery to close the wound and since, his condition was stable. The location of the perforation was in the ventricle. The patient improved. The physician's opinion on the cause of the adverse event was the procedure.